Event description:
Customer claims there's no alarm tone when the product strap is detached. Customer tested the sensor belt with a working alarm. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received.